Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon was able to retrieve the component without any patient injury and used another instrument to complete the procedure.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.